Manufacturer narrative:
Samples are available that have not yet been received by the manufacturing site for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor reported that dull knives continue to originate from the facility's custom packs. Procedure details and patient impact information is unknown. Additional information has been requested.

Manufacturer narrative:
Corrected information is provided which provides the correct lot number associated with this reported event. This is the first complaint reported for this custom pak lot. Review of the DHR found a temporary deviation to add a third party contract manufactured knife as a substitute component. The third party contract manufactured component is the component related to this complaint. The substitute change is temporary. The customer returned sixteen unopened micro-unitome 3.0mm 15° knives from supplier lot 3142956. Visual inspection of the returned unopened knives was unable to confirm the customer's complaint for dull blades. Knives from this supplier lot were issued to the custom pak associated with this complaint. A review of diner found that there have been no recent revisions to this pack. The root cause of the customer's dissatisfaction with the knife substitution is due to a temporary deviation which occurred due to a backorder with the supplier. During the backorder, a substitute knife was approved for use. Action will not be taken for this occurrence. Quality assurance will continue to monitor and take action for any future occurrences as is deemed necessary. Manufacturing management and quality engineering materials will be made aware of this complaint through the monthly complaint review meeting. (B)(4).

Manufacturer narrative:
Additional information indicates that this is one of two reports for the previously reported custom pak lot number, but for different reported issues. Contract supplier product component (B)(4) is the component related to this complaint. The component supplier has been notified of the issue and the sample was sent for evaluation. The contract supplier has sent an email of acknowledgement in receipt of this complaint issue. (B)(4).